Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose of 431mg/dl and was treated with manual injections. The customer had nausea and vomiting. Troubleshooting was performed, and the basal rates as well the bolus history did match with the daily totals. Programmed a bolus and it was recorded in the bolus memory. Performed the high pressure test and the device did not alarm no delivery. The drive support cap did not appear to be damaged. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.